Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. Patient's mother was not willing to provide additional details surrounding this medical event.